Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had reoccurring of replace battery alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states they receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. Customer also states this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump received with normal operating currents. No unexpected low battery alert, replace battery alert or replace battery now alarm noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.